Event description:
When the doctor finished the treatment and take out the electrode, he found the tip of the electrode has adhesion with the patient's tissue. The customer bought the electrode in this august. It's just in use (less than 2 weeks). The setting for the lng is: temp: 80 degrees, time: 60s, power: 4-8p. The tissue adhesion lead to local bleeding nearby the operating area. CT images shows that the bleeding is about 20 ml. The patient became drowsy, failed to use right side of his hand and leg. Failed to localize the problem. The doctor promised to return the electrode to elekta for further investigation once new one arrived.

Manufacturer narrative:
The investigation into this situation is ongoing at this time. Once the investigation is completed, more details and a conclusion will be provided.